Manufacturer narrative:
(B)(4). Approximate age of device ¿ 11 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented to the implanting center on (B)(6) 2016 with complaints of coke colored urine that began one week prior. The patient reported clear urine on days he took lasix. The patient had experienced an increase in fatigue since starting on norvasc and had developed a cough a couple times per day with white sputum. The patient also reported an upward trend in pump power and estimated pump flow values. The patient's lactate dehydrogenase (ldh) level was reportedly greater than 2200 u/l with a plasma free hemoglobin of 60 g/dl. A faint pulse was observed. The patient was admitted and placed on intravenous heparin. The patient's inr upon admission was 2.2 with a goal inr of 2-3, however, five days prior to the event, the patient had been taken off coumadin for two days due to a supratherapeutic inr. On (B)(6) 2016, the patient underwent a pump exchange. The patient had been listed as transplant status 1b and was changed to status 7 prior to surgery. No further information was provided.

Manufacturer narrative:
The evaluation of the returned device confirmed the report of thrombus and hemolysis. Upon disassembly of the device, examination a small thrombus formation was found surrounding the inlet bearing ball, obstructing approximately 10 to 15 percent of the blood flow path in this location. The thrombus ring showed an area of slight denaturation and appeared to be in the early stages of laminated layering, indicating that it developed on the inlet bearing ball over an undetermined amount of time while the pump was operating. In addition, examination of the proximal-side of the rotor revealed a pink tissue-like deposition on one of the rotor blades. The deposition was not adhered to the blood-contacting surface and its non-laminated structure suggests that it did not originate on the rotor. Although its specific origin could not be conclusively determined, the deposition showed areas of color and texture that appeared similar to that of the thrombus around the inlet bearing ball, suggesting that it may have potentially originated in that location. Although a specific cause for the development of the observed depositions could not be determined through this evaluation, their partial obstruction of the blood flow path could have contributed to the report of elevated lactate dehydrogenase levels and hematuria. The depositions could have also caused increased drag on the spinning rotor, contributing to the report of elevated pump power and estimated pump flow values that was confirmed based on the evaluation of the submitted log file. Visual inspection of the pump¿s bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process and the pump operated as intended. The instructions for use lists device thrombosis and hemolysis as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.